Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Patient's representative reported that patient started to experience pain in the right breast an seroma late capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device.

Event description:
Patient's representative reported that patient started to experience pain in the right breast an seroma late capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient's representative reported that patient started to experience pain in the right breast an seroma late capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient's representative reported that patient started to experience pain in the right breast an seroma late capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6.